Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device failed the ground resistance test. This device is a non-repairable item.

Event description:
As reported for this event, during preparation for use a handpiece error code was received. The device was not functional. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updates in section g3, g6, h2, and h10.